Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the release was hard to release and once it released it did not relatch. There was pt involvement; however, no adverse consequences were reported.